Manufacturer narrative:
The observed internal cannula tear is related to action #98586. An 0x3d hazard alarm was observed in the data, indicating step sensor asserted before wire driven. An internal tear was observed on the soft cannula near the nail head, causing an internal leak and subsequent corrosion, alarm, and low batteries. The tear can be confirmed as the cause of the reported hazard alarm.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer found no lights on either the drawer controller or the module controller and determined that the issue had been caused by the drawer controller on 3.2 and replaced the drawer controller and the module controller, then booted the device and logged into the hardware test application and updated the firmware on the new controller and ran a final test on the drawer, the test passed and rebooted and configured the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 1 and 4 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.